Manufacturer narrative:
(B)(4) = firing trigger, lockout spring, wedge sleds. The analysis results found that the cts45 device was received with the firing trigger damaged and with a tr45w cartridge loaded in the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the instrument and the staples functioned correctly, formed correctly creating a staple line across the tissue. However, the instrument did not cut the tissue. A second device with reload 6r45b was used and instrument stapled and cut correctly. There were no patient consequences.